Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly. The ventricular impedance was >2500 ohms the same measurement was noted after disconnecting and reconnecting the lead. A new pulse generator was placed with no further problems.